Event description:
It was reported that a revision surgery from the right hip was performed due to unknown reasons. This is a bilateral patient.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, hemi head and modular sleeve were removed. The r3 shell, threaded hole cover, 30mm screw and anthology stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell. Similar complaints have been identified for the r3 liner, modular sleeve and hemi head. These failures will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. The reported elevated metal ion levels and intraoperative findings along with the clinical symptoms may be consistent with findings associated with metal debris. However, the root cause of the reported clinical symptoms cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a malperformance of the implant. The patient impact beyond the reported pain and bilateral hip revision/conversion cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.